Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device via a 6f sheath hole after a percutaneous transluminal angioplasty interventional procedure. Reportedly, it was attempted to return the foot to its original position by pushing down the lever (step 4), however, the foot did not return. The suture was cut allowing the foot to be fully retracted, then the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.